Event description:
The handpiece was returned to the MFR for service, and during the eval it was found that the leafkey housing is chipping off. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.